Manufacturer narrative:
The samples were collected in edta bd vacutainer tubes. Qc is run every 24 hours. The customer observed air bubbles in the rbc dispenser and a field service engineer (fse) had the customer replace the leaking dispenser. Customer ran qc to verify the system's performance. Although the leaking dispenser may have contributed to this event, a clear root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.

Event description:
The coulter lh750 instrument generated erroneously high platelet (plt) results for two patients. The original specimens were re-tested and repeated results were lower for both patients. The samples were tested on a different instrument which gave plt results that matched the re-tested results on the lh750 analyzer. Erroneous results were not reported out of the lab. There was no death, serious injury, or change to patient treatment as a result of this event.